Manufacturer narrative:
B4: 27-sep-2021, g3: 27-sep-2021, g6: follow-up # 1. H2: additional information the m6-c device remains implanted in the patient. Therefore, no device returned for any further device examination could be performed. The cause of the event was unclear, as there was no device malfunction. Given the lack of information made available to spinal kinetics for this event, this conservative approach resulted in classification as an incident and subsequent reporting.

Manufacturer narrative:
Additional information and the return of the device has been requested. Without a device, serial number or lot number, the device history records review could not be completed. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences.

Event description:
It was reported the patient was revised due to osteolysis. The device was removed.